Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was undersensing fibrillation waves. Medication changes were to be made. Programming changes to reduce sensitivity were recommended. No further information is available.